Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on the lead, preventing it from going into MRI mode. As a result, surgical intervention occurred on (B)(6) 2021, wherein the lead was explanted and replaced. The patient has effective therapy post operatively.